Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon encountered random opposite movement on the vessel sealer extend (vse) installed on universal surgical manipulator (usm) 2. The technical service engineer (tse) recommended the staff remove and reseat the instrument and sterile adapter on usm2. The customer explained they would not troubleshoot and were converting to open. The customer requested the field service engineer (fse) follow up. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer saw no issue, but noted that this particular surgeon reportedly has this issue when they use the robot. There was no patient injury relating to the robot use, and this was not the reason the case was converted to an open procedure. No troubleshooting was performed at the time of the call. The customer informed that the robot is checked every time it is used, and that all of the cases performed prior to this case and after this case were performed without incident.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem, and the system was in use. The fse confirmed with the customer that there was no issue, rather the problem seemed to be with this specific surgeon. The customer stated the system has been used multiple times with different surgeons after the issue. The system was tested and verified as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to open surgery after the start of the procedure due to an unknown issue. The customer also had a non-intuitive motion issue with the vessel sealer on universal surgical manipulator (usm) 2, but stated that this was not the reason for the conversion. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. .